Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. Field service engineer (fse) confirmed complaint by replicating two scenarios "low o2" alarm when device is not connected to oxygen and nurse dials oxygen above 21%. "Low o2" alarm when oxygen cell on front of device is not connected in the patient circuit and oxygen is dialed above 21%. Patient data screen will show 21% oxygen regardless of how high the nurse dials o2 up because sensor is not connected to circuit. Corrected alarm when device was hooked up to wall oxygen and oxygen cell was connected to patient circuit. Ran est where oxygen cell is calibrated. Est passed. Performed other oxygen tests to make sure flow, pressure, and accuracy was correct (oxygen flow accuracy test, gas volume accuracy test, and oxygen accuracy test). All tests passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported -low o2 alarm. There was no patient involvement.